Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting oversensing/noise and high pacing impedance due to a fracture of the pace/sense portion of the rv lead. During the procedure to replace the pace/sense portion of the rv lead with a new pace/sense lead, the new pace/sense lead exhibited high threshold or no capture when connected to the existing implantable cardioverter defibrillator (ICD). However, the new pace/sense lead showed no issues when connected to the analyzer. Repeated testing was conducted with the same results. The ICD was explanted/replaced and all parameters were satisfactory. No patient complications have been reported as a result of this event.